Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 160 to 180mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test not able to be performed during call since test strips di not have proper storage. Verified storage of test strips is not within instructed spec since they are kept in purse and exposed to high temperatures and humidity. Test strip lot MFR's expiration date is 02/28/2007 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 357mg/dl, (B)(6) 2015, 07:50pm; 264mg/dl, (B)(6) 2015, 06:50pm; 310mg/dl, (B)(6) 2015, 05:30pm; "hi", (B)(6) 2015, 04:40pm; 260mg/dl, (B)(6) 2015, 04:30pm; adverse event not reported.